Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the physician reported that the distal grey screw handle (where small blue wheel is located for the release of the top cap) broke away from the delivery device. The procedure was completed successfully. Per the physician, the cause of the event is due to the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the delivery system returned with blood visible inside the graft cover indicating the device had been inserted into the vasculature. The graft was not received. The back end screw gear distal threads were damaged. There was no detachment of the back end components visible. There was no further damage visible to the delivery system. If information is provided in the future, a supplemental report will be issued.